Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2021, the subject pacemaker was implanted with vega leads. On (B)(6) 2021, a re-intervention was performed for a reposition of the vega r58 ventricular lead because of a perforation. When trying to connect again the lead to the pacemaker, it was not possible since no rattle noise was heard from the screwdriver and the lead was not properly connected to the pacemaker connector.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2021, the subject pacemaker was implanted with vega leads. On (B)(6) 2021, a re-intervention was performed for a reposition of the vega r58 ventricular lead because of a perforation. When trying to connect again the lead to the pacemaker, it was not possible since no rattle noise was heard from the screwdriver and the lead was not properly connected to the pacemaker connector.